Event description:
This patient experienced a subacute thrombosis of two overlapping cypher stent implanted in the mid and distal lad less than one month post implantation. This male patient with a past history of angina, hypertension, lipid metabolism abnormality, atrial fibrillation and brain infarct was admitted to the hospital with a chief complaint of angina. The patient was taken electively to the cardiac cath lab, where angiography revealed a denovo, concentric, tortuous,b1-type lesion in the proximal lad and a long, de novo, flexion, tortuous lesion extending from the mid lad through the distal lad. A bolus of 8,000 units of heparin was administered via IV. There were no difficulties in accessing or wiring the vessel noted. The mid through distal lad lesion was not predilated prior to stent placement. A 2.5 x23mm cypher stent was implanted withing the distal lad of 16 atms.